Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibited atrial undersensing which is decreasing the atrial tachy response (atr) burden. Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No adverse patient effects were reported.